Event description:
A user facility reported that an intraocular lens (iol) was noted to be cracked after insertion. The lens was removed and replaced. Pt impact remains unk. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/28/2010 by mail. A completed questionaire has not been received. (B)(4).